Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A guidezilla¿ guide extension catheter was selected for use. During the procedure, when the device was taken out form the hoop, it was noted to be broken. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status was good.